Event description:
It was reported that during a colorectal procedure, surgeon couldn't do the anastomosis because he thought the staples were missed. Another like device was used to complete the procedure. Surgeon did anastomosis with suture. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and there were no staples present. The device was reloaded with staples and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on why the devices was returned without staples, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check during manufacturing. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.